Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. No constant tone alarm noted. Unable to perform idle current test, run current test, self-test, off no power test, error test ,basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify unexpected restart alarm due to blank display. Pump received with minor scratched display window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 175 mg/dl. The customer reported that the device was exposed to water. Customer was shaving and dropped his pump into the sink. Customer stated that constant tone is occurring and there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.